Event description:
A pt developed post operative ileus that required hospitalization whie enrolled in protocol for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat to control bleeding during liver resection surgery. In 2005, the pt underwent liver resection surgery and resection of the rectum due to metastatic colo-rectal cancer. An ileostomy was performed. The pt was discharged in 9 weeks later. On the evening of the next day, the pt developed some nausea, and vomited bilious material every couple of hours. Pt also complained of some fever and chills, but did not have any significant pain. Pt was passing gas and some liquid stools through their stoma. The pt was readmitted in the following day with symptoms of nausea, vomiting, and pain. The pt's lab values were as follows: white blood cell count 12.16 k/ul (normal 4.10-10.90 k/ul), sodium 139 mmol/l (normal 135-146 mmol/l), potassium 4.1 mmol/l (normal 3.4-5.2 mmol/l), chloride 100 mmol/l (normal 98-110 mmol/l), total carbon dioxide 27 mmol/l (normal 24-32 mmol/l), blood urea nitrogen 8 mg/dl (normal 7-23 mg/dl), creatinine 0.8 mg/dl (normal 05-1.1 mg/dl), glucose 85 mg/dl (normal 70-100 mg/dl), calcium 10.1 mg/dl (normal 8.4-10.4 mg/dl), total protein 7.4 g/dl (normal 6.2-8.4 g/dl), albumin 3.2 g/dl (normal 3.4-4.9 g/dl), and globulin 4.2 g/dl (normal 2.0-40 g/dl), a nasogastric tube was placed. A computed tomography (CT) scan of the abdomen and pelvis showed bilateral pleural effusions with associated passive atelectasis; fluid collections containing air adjacent to the resected left liver edge; fluid in the epigastric area with subcutaneous fluid; these changes were compatible with postsurgical status and/or infected fluid collections; featureless descending nonopacified colon without evidence of surrounding inflammation, suggesting inflammatory versus post-surgical versus ischemic changes; dilated descending and proximal horizontal portion of the duodenum which was measured at 4.2 cm in diameter, narrowing of the distal duodenum between the superior mesenteric artery (sma) and the aorta. The findings were suggestive of sma syndrome; the pronounced duodenal dilatation could be partially due to postoperative analgesics and/or weight loss. The pt was diagnosed with a postoperative ileus. The nasogatric tube was removed in 2 days later. They continued to pass gas and have postive output from their stoma. An order was written that the pt was to receive nothing by mouth. The following day their diet was advanced to a clear liquid diet and continued to advance to a regular diet the 2nd day at which point they tolerated it well. The pt recovered from the event and was discharged in the next day. The pt's medical history included status post (s/0) left lateral hepatectomy with cholecystectomy (2005) and colorectal cancer (2003). The pt/s concomitant medications included warfarin, fentanyl, normal saline, pepcid, reglan, morphine, and anzemet. The investigator reported that there was not a reasonable possiblity of causal relationship to study device.

Event description:
The site confirmed the pleural effusion that was observed on the CT scan obtained 30 march 2005, did not become serious. The infection that was also noted on the CT scan was not observed or diagnosed other than on the scan.